Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had an initial right knee arthroplasty. Subsequently, the patient has been indicated for revision due to instability, however, no revision has been reported to date. No additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical devices - persona cruciate retaining femoral component catalog #: 42502607002, lot #: 63690823, persona all polyethylene patella catalog #: 42540000038, lot #: 63710326, persona 5-degree stemmed tibial component catalog #: 42532007902, lot #: 63656242 this report was previously submitted erroneously on may 11, 2018, jun 22, 2018 and aug 22, 2018 under manufacturing report number 0001822565-2018-02568.

Event description:
It was reported that the patient began experiencing instability, pain, and popping sounds in the right knee 10 weeks following knee arthroplasty. It was also noted that the patient is implanted with the largest sized insert available. Patient is inquiring if a larger insert could be made. The patient was offered a brace/sleeve for support, however, the patient declined. The patient has additionally reported issues with his feet and has scheduled an appointment with a neurologist. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were received, which confirmed the reported event. However, after investigation of the medical records, the root cause remains unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.